Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available. Evaluation summary: (B)(4) performance data was collected from the device. Analysis of that data revealed that on (B)(6)2010, the battery voltage with telemetry was 1.88v and the daily measurement was 2.85v.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) performance data was collected from the device. Analysis of that data revealed that on (B)(6) 2010, the battery voltage with telemetry was 1.88v and the daily measurement was 2.85v. (B)(4) device was returned. Preliminary testing showed a battery telemetered value of 2.59 volts and 2.88 volts in functional testing. The incorrect recommended replacement time (rrt) battery voltage measurements are the result of high internal battery resistance.

Event description:
It was reported that, upon interrogation, device battery voltage was less than the eri (elective replacement indicator) voltage, but battery voltage from device performance data was above 2.8 v. A couple of weeks later, the device showing battery voltage variability in the nightly measurement over a period of time (8 days). The device was interrogated in the hospital, where it also showed battery voltage variability, and 'abrupt eol (end of life). It was noted that the patient also had an ablation during this time. The device was explanted and replaced. No patient complications have been reported as a result of this event.